Event description:
It was reported that a user of the ilet insulin pump experienced hyperglycemia around 400 mg/dl after a supply change with a cannula/infusion set and resumed insulin delivery, with blood glucose subsequently decreasing to 352 mg/dl after allowing the pump to deliver correction doses. Symptoms included high blood glucose. Outcomes included continued device use with corrective dosing and a reduction in glucose values without the need for medical intervention. Investigation included customer support troubleshooting and guidance to change supplies and verify insulin delivery. Investigation of this case revealed that hyperglycemia occurred with cause unclear and resolved partially with on-board correction. It was concluded, based on previously established findings for similar reports, that the event was user-managed with device corrections, and the cause of the hyperglycemia remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.